Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: no patient information was available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that out of the eight screws planed, seven were placed perfectly, but one (s1 left) was medial to planed trajectory. It was first observed in the intra operative 3d scan via imaging system & then by the surgeon under the microscope. In the planned trajectory on the system, the angle of entry in axial plane was 16 degrees, the maximum for any of the screws planed (12.6 being the next largest angle), there was much muscle retraction for this particular screw. Medial screw at left s1. The deviation was less than 3.5mm. There was no patient impact reported and a delay of less than one hour.